Event description:
Related manufacturer reference number: 2017865-2023-23042. It was reported that during a follow-up evaluation, a single episode of oversensing noise causing pacing inhibition was noted. The patient was asymptomatic. The patient could not recall if she had a medical procedure around that time. The noise was not reproduced. No intervention was performed.